Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while being applied for the antrum stapling, the device had poor staple formation, wherein the first stapler used had a noticeable reduction of the velocity of the staple shot. After finishing the 5th stapling of the sleeve gastrectomy, the surgeon revised the staple line and noticed some (4 or 5) staples in the first shot (antrum) had not closed properly. The opened staples happened only in the first shot of the staple line (antrum).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. The physical device was not returned. Photographic inspection noted malformed staples. Functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. 1219930-2018-01546-1 if information is provided in the future, a supplemental report will be issued.